Event description:
On (B)(6) 2009, patient reported she was getting an e4 (occlusion) alert when she was attempting to remove her insulin cartridge and then received an e10 (cartridge error) alert. Patient stated she uses a competitor's infusion set. She stated her piston rod did not return and was making a strange noise. Patient reported she changes the adapter somewhere around every 10th cartridge change. Went through to change the cartridge function with the patient and when it said returning piston rod, the piston rod would not return and was making a grinding noise. Patient reported the plunger is not stuck on the piston rod. Had her inserted a new battery and attempted to return the piston rod again and it made the same grinding noise. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of suspect infusion device for evaluation.